Event description:
It was reported that during the endoscopic vessel harvesting procedure, the image was blurry. A replacement scope was used to complete the case. No pt injury has been reported.

Manufacturer narrative:
After the procedure, the hosp retained the product, and will not be returning. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.